Manufacturer narrative:
The insulin pump was received with minor scratches on the display window and a cracked and bleeding lcd glass. (B)(4).

Event description:
The customer reported via phone call that his insulin pump got caught in his recliner and the screen broke. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the physical damage. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.